Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device oversensed noise as non-sustained vt/vf events. The noise could not be reproduced in the clinic, and all the lead measurements were stable and in-range. The asymptomatic patient will continue to be monitored.